Manufacturer narrative:
On 12/20/2018. We have requested the product be returned to the manufacturer. To date, we have not received the product.

Event description:
On (B)(6) 2018 the consumer claims to have received a shock while unplugging the unit. The consumer burned her fingers.